Manufacturer narrative:
The following devices were also listed in this report: acetabular dome hole plug; cat# 2060-0000-1; lot# nlzejh; primary tritanium hemi cluster hole cup 52mm; cat# 502-03-52d; lot# 9459ad; 6.5 cancellous bone screw 35mm; cat# 2030-6535-1; lot# x51ner; 6.5 cancellous bone screw 35mm; cat# 2030-6535-1; lot# mnl0n8; size 4 accolade ii 132 deg; cat# 6720-0435; lot# 57478308; alumina v40-femoral head 36mm, -5mm nk; cat# 6565-0-036; lot# 52280601. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There has been 1 other event for the lot referenced. The event was not related to this event.

Event description:
Patient called and stated that she had a right hip replacement on (B)(6) 2017. She stated that she is extremely allergic to nickel. She started experiencing symptoms on or about (B)(6) 2017. She is experiencing rashes, burning sensation and numbness in her hip. She also is experiencing insomnia, tiredness, weight gain and bursitis.

Manufacturer narrative:
The following devices were also listed in this report: acetabular dome hole plug; 2030-6535-1# ; lot# nl2ejh it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding patient factors involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -clinician review: a review of the provided medical records by a clinical consultant indicated: "on april 4, 2017 she underwent a primary right total hip arthroplasty for a diagnosis of right hip osteoarthritis. The operative report describes an anterior approach, and implant labels indicate that after the acetabulum was reamed to 52 millimeters, a 52 tritanium hemispherical cluster shell with two screws, a 36/0° x3 liner a #4 accolade ii stem, and a 36/minus-5 alumina v-40 head were implanted. Uncomplicated surgery was described and the patient was discharged on april 5, 2017......on may 31, 2018 a letter from an orthopaedic care coordinator to the patient states, ¿there is no nickel in your implants¿. Data confirming stem, shell, screws, head and liner composition are all free of nickel. On april 20, 2013 melisa allergy test results confirm strongly positive reaction to nickel. No x-rays are available for review. There is no clinical follow-up post discharge from either total hip arthroplasty and no confirmation of symptoms described in the event description, many of which (numbness, insomnia, tiredness, weight gain) are not typical of allergic reactions. In this allergic patient with a history of anaphylaxis from bee sting, who carries an epipen for such events, there is no evidence her stated symptoms are related to her hip implants, which do not contain nickel. Consultation with an allergist is recommended." -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: it was reported that patient is breaking out in a rash, weight gain, and experiencing pain. Patient was allergic to nickel. It was confirmed through material analysis expert that liner is uhmwpe., no nickel. Also, on may 31, 2018 a letter from an orthopaedic care coordinator to the patient states, ¿there is no nickel in your implants¿. The provided medical records were reviewed by a clinical consultant who concluded that there is no clinical follow-up post discharge from either total hip arthroplasty and no confirmation of symptoms described in the event description, many of which (numbness, insomnia, tiredness, weight gain) are not typical of allergic reactions. In this allergic patient with a history of anaphylaxis from bee sting, who carries an epipen for such events, there is no evidence her stated symptoms are related to her hip implants, which do not contain nickel. Consultation with an allergist is recommended. The event was not confirmed neither the root cause could be determined since insufficient information was available. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient called and stated that she had a right hip replacement on (B)(6) 2017. She stated that she is extremely allergic to nickel. She started experiencing symptoms on or about (B)(6), 2017. She is experiencing rashes, burning sensation and numbness in her hip. She also is experiencing insomnia, tiredness, weight gain and bursitis. Update: patient called and stated that she believes that she is having an allergic reaction due to her hip implants (2). The patient stated further that she is breaking out in a rash, weight gain, and experiencing pain in both hips. The patient believes that the reaction she is experiencing is due to the nickel in both implants. The patient is seeking advice regarding hip implants that do not include nickel